Event description:
Procedure type: inguinal hernia repair. According to the reporter: patient had laparoscopic preperitoneal right inguinal hernia repair with mesh; balloon placed by surgeon to dissect. Upon inflation of the balloon, it ruptured, leaving piece in the preperitoneal. Surgeon was able to successfully remove all the pieces.

Manufacturer narrative:
(B)(4).